Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family member reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer had symptoms such as headache and treated with bolus. Troubleshooting was performed. Customer also stated that insulin pump had battery failed alert. The insulin pump will not be returned for analysis.